Event description:
It was reported that the right ventricular (rv) lead had a history of t-wave oversensing. The lead was explanted and replaced during an upgrade procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a save to disk analysis was completed. There was evidence of oversensing on the atrial lead during paced events. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.